Event description:
It was reported that the xenon light source had a loose interface and snowy image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 full name (address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.